Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported in may 2007, the pt was taken to the ER due to signs of morphine overdose. The drug in the pump was morphine 25 mg/ml at a dose of 25 mg/day. A rotor study was performed with no issues. A dye study was performed and found the catheter was patent. The hcp pulled all the morphine out and replaced it with normal saline. No volume discrepancy or difficulty filling the pump had been reported. The device serial number was included in the missing propellant recall and the pt requested to have the pump replaced. The device was replaced in 2008. The pt recovered without sequela. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function. X-ray verified that propellant was present in the pump.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. Patient history included spinal pain, non-malignant pain, and rsd/causalgia-complex regional pain syndrome. The patient stated that the pump failed in 2006 and was replaced in 2008. The patient stated that the pump contained morphine 50mg/ml at that time. The patient stated that the pump ¿dumped, it did not alarm, the port was dry as a bone¿ when it was accessed and ¿it almost killed her.¿ the patient waited to have the pump replaced because she was scared.